Event description:
During a follow up performed on (B)(6) 2014 ventricular pacing failure was confirmed. A re-intervention was performed on the same day. On x-ray photo, the lead tip was pointed up around the apex area; therefore observed pacing failure was considered possibly due to lead micro-dislodgement. Lead connection failure was not confirmed. The physician attempted to re-position the lead several times; however, there was a difficulty on lead positioning in area where satisfactory values were obtained. Then, the physician decided to extract this existing lead and implant a screw-in lead instead. The new lead was successfully implanted to the ventricular septum and connected to a new pacemaker.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
During a follow up performed on (B)(6) 2014 ventricular pacing failure was confirmed. A re-intervention was performed on the same day. On x-ray photo, the lead tip was pointed up around the apex area; therefore, observed pacing failure was considered possibly due to lead micro-dislodgement. Lead connection failure was not confirmed. The physician attempted to re-position the lead several times; however, there was a difficulty on lead positioning in area where satisfactory values were obtained. Then, the physician decided to extract this existing lead and implant a screw-in lead instead. The new lead was successfully implanted to the ventricular septum and connected to a new pacemaker.

Manufacturer narrative:
(B)(4).

Event description:
During a follow up performed on (B)(6) 2014, ventricular pacing failure was confirmed. A re-intervention was performed on the same day. On x-ray photo, the lead tip was pointed up around the apex area; therefore observed pacing failure was considered possibly due to lead micro-dislodgement. Lead connection failure was not confirmed. The physician attempted to re-position the lead several times; however there was a difficulty on lead positioning in area where satisfactory values were obtained. Then, the physician decided to extract this existing lead and implant a screw-in lead instead. The new lead was successfully implanted to the ventricular septum and connected to a new pacemaker.